Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the sensor needle separated from the pedestal inside the serter. Blood glucose level at the time of the incident was 177 mg/dl. Blood glucose level prior to the call was 501 mg/dl, and was 469 mg/dl at the time of the call. Customer reported that earlier in the day, his blood glucose level was around 120 mg/dl. During troubleshooting, the customer reported that three sensors were stuck to the pedestal. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.